Event description:
A malfunction was reported with code [16-0x20e6]. There was no adverse impact to the customer¿s blood glucose level. The customer contacted technical support, who assisted with resetting the pump, but the malfunction recurred. The pump was not replaced as it was out of warranty.